Event description:
Cutting electrode 24 fr. ("Yellow loop") malfunctioned. After eliminating other sources of unsatisfactory performance (electric outlet, generator, cord), it was determined the loop electrode was defective. The tip would not slide when engaged according to the surgeon.